Event description:
The injector overrode a 24.5 diopter cq2015 collamer three-piece lens and tore it, while it was being inserted. The lens was removed with no pt injury or complications. The reporter stated it was unk why the injector overrode the lens.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the optic torn and one haptic torn off and missing. There was evidence of surgical residue. The work order search for the lens found one similar complaint within the work order. Based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.